Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an unknown syringe installed was not determined because no products or device logs were returned.

Event description:
It was reported by the customer "bd clinical consultant onsite to provide nursing and crna education on bd alaris infusion system. Bd cc was providing education on the syringe pump. Bd cc and rns were able to install, program a drug, and uninstall the syringe on the syringe pump several times with no issues. Bd cc continued to demo various drug library settings with the same syringe and syringe pump but received the error - "unknown syringe installed. Re-install syringe." Several times. Bd cc removed syringe, reinstalled syringe, powered down the device several times and tried the same syringe in 3 different profiles and received the same alert. On next power sequence, same syringe and same syringe pump allowed programming of the pump with no errors. Could not recreate the unknown syringe alert". There was no patient involvement.